Event description:
It was reported that this ICD was explanted due to the high number of charges from inappropriate shocks that resulted in the eos status. The associated lead was capped due to oversensing with inappropriate therapies. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the ICD and the lead were reviewed. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned follow-up data from (B)(6) 2023 was inspected. The shock holter documented over 90 charging cycles, many of which resulted in shock deliveries, on (B)(6)2023, between 16:06 h and 22:45 h. Most of these charging cycles occurred successively within 1.5 hours. It is therefore assumed that this fast successive charging of defibrillation shocks led to the eos battery status. Based on the data, no further insights can be obtained regarding the battery condition. No iegms were available for analysis. Therefore, the root cause of the multiple episodes with charging cycles is not determinable. It was reported in the complaint description that this event resulted from the detection of noise in the rv channel. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information, or the devices become available for analysis, this report will be updated.